Manufacturer narrative:
(B)(4). This event occurred in the (B)(6). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the product revealed scratching, pitting, oxidation, delamination, plastic deformation and third body wear. There was also evidence of fracture with one bearing. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-00065.

Event description:
Patient underwent a bearing exchange approximately twenty-five years post implantation due to wear of the tibial bearing.